Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) , ubd: 28-nov-2026, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6) ubd: 21-nov-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they are seeing a message on their controller that says setting not available cannot provide your desired intensity setting starting the other day. Patient stated they are not trying to increase their intensity they were just turning the controller on. Agent had patient change from group b to c and patient did not see the message. Patient changed back to group b and after unlocking controller saw settings not available. Patient mentioned group b had been working for a quite a while. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient (pt) called back stating they were having problems with the controller for it was saying settings not available. Pt was supposed to meet with their rep on thursday but they could not make it since the rep was in surgery. Pts rep said they would get back to the pt but never did. Pt noted they were having problems with the burning for the leads felt like they were burning. That started 3 weeks ago and they were trying to meet with the rep for that reason. Pt was redirected to their hcp.